Event description:
A malfunction alarm identified as "malf 9" was reported, but there was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and it was confirmed that the issue did not recur post-reset. The customer was advised to continue using the pump and to contact support if the issue occurs again, which the customer understood and acknowledged.